Event description:
It was reported that the right-ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition and low pacing impedance. As a resolution a replacement rv lead was implanted on (B)(6) 2025 and the rv lead was later explanted on (B)(6) 2025. The patient condition was stable.